Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient alleged that the inratio system "returned significantly inaccurate inr results, which in turn prevented his medical providers from prescribing a safe and effective dose of warfarin in a timely manner." The patient reported experiencing no issues with his coumadin use until his start of use of the inratio system. In approximately 2015, the patient was experiencing severe headaches, migraines, and occasional eye pain. Due to this pain, the patient had an MRI done, which reflected micro bleeding/micro hemorrhaging on his brain.